Manufacturer narrative:
The customer advised that patient information for this event is not available. A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The reported complaint could not be duplicated.

Event description:
The hospital reported that, during a case, higher than expected co2 readings were noted. There was no reported patient injury.